Event description:
During troubleshooting of a check final line alarm that appeared on the homechoice (hc) machine during use, while the patient was connected in fill. The home patient (hp) stated that they had taken the bag off the final line and added another bag. The technical service representative (tsr) explained to the hp that was not proper procedure and assisted them in ending therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).the sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error, reuse of single-use product was confirmed; however, no root cause could be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.